Manufacturer narrative:
Most recently, it has been confirmed that this report for this lv lead 4592/(B)(4) was created in error. This lead remains in service. Prior report 2124215-2010-19472, pi (B)(4) captures the true lv lead 4549/(B)(4) dislodgment issue.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had become dislodged. A surgical intervention occurred to reposition or replace the lv lead. The local area sales representative was contacted for the specific model/serial information and for procedure outcome. Beyond the surgical intervention, there were no reports of adverse patient symptom.

Manufacturer narrative:
At this time, the investigation remains open. As new information becomes available, this report will be further evaluated and updated.